Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient developed wound dehiscence and possible infection. The entire subcutaneous implantable cardioverter defibrillator (s-ICD) system was removed. The products will go through hospital pathology and are not expected to be returned. No additional adverse patient effects were reported.